Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received stryker collaborative study (scs) named "a retrospective data collection of the treatment of wrist fractures with the variax 2 distal radius system and variax 2 distal ulna system" that contains collected data on the usage and the outcomes of variax 2 distal radius system and variax 2 distal ulna system. The data collection period was from september 2023 to may 2025. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: malunion resulted in hardware removal